Event description:
Event description boston scientific received information that this patient had the original implant nearly three months ago, with good device and lead measurements all excellent at original implant. About seven weeks later at a clinic visit, inconsistent ventricular capture and poor impedance, threshold, and sensing measurements were observed. The patient was not dependent and was not symptomatic. This patient previously suffered a stroke and experiences twitching and muscle spasms causing a lot of movement. It is suspected that this may be what caused the dislodgement and the lead was repositioned during a revision procedure following these observations. All lead measurements were excellent and the lead was in a good location. After the operation, the measurements remained consistent with implant.